Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during a routine pulse generator change out procedure, the atrial setscrew was stripped. The device was explanted and replaced.